Event description:
It was reported that when the pump was turned back o from being in shelf mode the touch screen was intermittently unresponsive. There was no reported impact to customers' blood glucose level.

Manufacturer narrative:
The device has not yet been rec'd for eval. Should add'l info be received a supplemental form will be completed.